Manufacturer narrative:
The device was received for evaluation. During evaluation of the device, the 2nd soft key on the keypad was found not functional. A service history revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be a broken trace. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the 2nd soft key on the keypad was found not functioning. No additional information is available.